Event description:
The following was reported to gore: on (B)(6) 2020, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The procedure was completed without any reported issues and the patient tolerated the procedure. On (B)(6) 2020, CT images were taken and it revealed that right renal artery was obstructed. To resolve the obstruction of the right renal artery, re-intervention was performed whereby a metal stent was placed. Angiography revealed the blood flow into the right renal artery. The re-intervention was completed and the patient tolerated the procedure. It was reported that calcification lesion around the right renal artery could obstruct the right renal artery after the stent graft placement. Reportedly, comparing the images taken before and during the initial procedure, the ostium of the right renal artery seemed to become thin after the stent graft placement. The proximal part of the trunk-ipsilateral leg component could have partially covered the ostium of the right renal artery during the initial procedure.

Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: ¿adverse events that may occur and/or require intervention include, but are not limited to: improper component placement¿.